Manufacturer narrative:
The insulin pump was received with pump error alarm during rewind followed by pump error alarm after restart due to motor flex cable not connected to j5/pcb 1 properly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump errors. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 160 mg/dl. The customer states the pump had motor anomaly. Troubleshooting was performed for pump error alarm and noticed they are not able to rewind the pump. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.